Event description:
The sales rep reported that the customer opened an omega 3 5 hole plate box but actually found a 4 hole plate inside. No adverse consequences have been reported and further details have been requested.

Manufacturer narrative:
The device is not available for evaluation. Additional information has been requested and if received, will be submitted in a supplemental report.